Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 64.8cm from the hub. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02mar2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal right coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was fine. However, returned device analysis revealed hypotube separation.